Event description:
Reported to b. Braun mcgaw on 6/7/99 as overinfusion without any adverse pt outcome. Made aware of death on 6/22/99. Death occurred several days after reported incident. Reported event: pump flow restrictor inoperative. Spring that keeps door closed was detached, allowing free-flow. One liter of tpn fluid infused in 8 1/2 hours instead of 12 hours.